Manufacturer narrative:
(B)(4). Medical records were reviewed and revealed the following information about the patient¿s clinical course: operative note dated (B)(6) 2004 indicates that the patient presented with ¿incarcerated incisional hernia following roux-en-y gastric bypass.¿ the operative note indicates that the patient underwent a ¿laparoscopic repair of incisional hernia with open reduction of the hernia.¿ ¿we chose a dual mesh plus antimicrobial graft¿¿ ¿we sent the patient to the recovery room in good condition.¿ ¿encounter note¿ dated (B)(6) 2005 indicates: ¿she is doing very well.¿ ¿no hernia, well healed.¿ history of present illness dated (B)(6) 2013 indicates: the patient underwent incisional hernia repair with dualmesh plus in (B)(6) 2004. ¿she apparently has been having a draining wound around that area since then.¿ ¿she was recently admitted for this for fluid collection around the mesh.¿ ¿the cultures grew out gram negative.¿ ¿she was discharged on cephalexin.¿ she was unable to have the mesh taken out at that time because of a recent myocardial infarction. Operative report dated (B)(6) 2013 indicates operation performed: ¿removal of infected dualmesh plus silver impregnated hernia mesh from the patient¿s abdomen.¿ the operative report indicates: ¿¿the mesh was rolled up and it was surrounded both above and below by thick purulent material, which we sent for culture and sensitivity.¿ ¿beneath the mesh was a hard thickened area, which did not communicate with the bowel and had hypergranulation tissue on it.¿ deep wound culture collected (B)(6) 2013 indicates: ¿gram stain 3+ wbcs, no organisms seen¿ and ¿culture report no growth at 72 hours¿ the medical records did not reveal the lot#. Therefore, a review of the manufacturing records could not be performed. Based on the available information, a root cause cannot be determined. It should be noted that the instructions for use includes the following warning and addresses possible adverse reactions, ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination or device removal may be necessary.¿ ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
Please voluntary medwatch report (mw5032329) for reported event details.